Event description:
It was reported that the lead was capped due to product performance issue. The lead is no longer in service. No add'l adverse pt effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).